Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during the daily maintenance check the display is defective. The remote service engineer confirmed the monitor glass was damaged. As this issue was discovered during the daily maintenance check, there was no patient involvement. No health consequences or impact occurred.